Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: tg3110/04039279, tg3115/04039332.

Event description:
This patient had a coarctation as a teenager, and underwent surgical repair in 1983. In 2006, a pseudoaneurysm developed at the site of the previous repair. The physician decided to perform endovascular repair using gore tag thoracic endoprostheses in 2006. A type I endoleak was present at the conclusion of surgery and during follow-up; therefore, the tag devices were explanted a week later, due to a lack of proximal seal. A 22 hemashield graft was implanted. The explanted devices were retained at the hospital. It should be noted that the patient had severe angulation at the aortic arch.